Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an issue with his one touch ultra2 meter testing in the memory mode. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue he denied taking any action in regards to his diabetes management. The patient claimed 2 hours after the alleged issue started he felt unresponsive, cold and clammy. In response to his symptoms, on (B)(6) 2011 the patient reportedly self treated with food and/or drink. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the issue was resolved after educating the customer on the proper testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.